Manufacturer narrative:
(B)(6). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was implanted in a transgastric to pancreas position to treat a pancreatic won in an endoscopic ultrasound (eus) and won drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure the physicians energized the delivery system to advance into the walled off necrosis, but the delivery system appeared to travel down in a curved trajectory, not straight as intended. It was initially unclear that the delivery system had not entered the target collection due to poor image quality on the eus machine, and both physicians decided to continue with the deployment of the 1st flange. It then became apparent that the stent was in between two collections and was now considered outside of the gi tract. The procedure was halted and the stent removed. Three mechanical clips were then placed to close the defect and hemostasis was achieved after one hour. At that point it was noted that the diathermy unit was set to endocut and not autocut as noted in the dfu which explained the delivery system trajectory at the beginning of the procedure. . The correct setting was selected, a second axios stent and delivery system was opened and the case was completed successfully. The patient was moved to the ICU with a suspected internal bleed and kept overnight. A CT scan in the morning revealed that he had continued to bleed on the extralumenal wall but appeared to have stopped. The patient was kept in the hospital for a few more days of observation. He was discharged from the hospital on (B)(6) 2017. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.